Event description:
The pt experienced some intermittency of sound through the processor, beginning in 2005. This worsened throughout the day. Towards the end of the day she was able to hear an uncomfortably loud flute-like noise whenever she wore the processor, although she was able to hear some external sounds in addition to this. The clinic issued a complete new set of externals 4 days later, unfortunately without resolution. She attended the clinic 2 days later. Testing apprently returned normal results on this occasion, but she was unable to tolerate a user map with grossly reduced mcl levels. Further testing was carried out, the patient experienced a loud and uncomfortable sound as soon as the dib coil was brought close to the implant site. The results showing that there is a high likelihood that the internal device is no long functioning to specification.